Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with broken battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and crack. Customer's blood glucose value was 8.7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.